Event description:
It was reported that the patient underwent a surgical procedure on an unknown date and mesh was implanted to treat incomplete uretovaginal prolapse, cystocele, rectocele, urinary retention, occult stress urinary incontinence, sensory urgency, frequency, incontinence, urinary and bowel problems, dysparenunia and recurrence. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-06204. The same patient is represented in each medwatch.

Manufacturer narrative:
.